Manufacturer narrative:
No patient injury was reported. The hospital biomed reported that he could not reproduce the alleged failure. The device remains in service at the customer site. Spacelabs field service engineer and medical device reporting specialist made several attempts to follow up with the customer for additional information, none was provided. This report is complete, and this particular issue is considered closed. A supplemental report will be submitted should additional information become available.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a medwatch report forwarded from FDA that on january 9th, 2021 a patient monitor screen went black and said: ¿system reboot¿ the masimo was on, but only the spacelabs was connected to the central monitor. The staff had to change the box for the monitor to work. There was no injury as a result of this event, this issue is under investigation.